Event description:
Boston scientific received information that this patient¿s device and right atrial (ra) lead exhibited a lead safety switch which was triggered as a low pacing impedance measurement of 200 ohms was recorded. Episodes of oversensed noise were also being observed, however the patient was asymptomatic to this. These issues were thought to be due to an insulation issue with the ra lead, however this has not been conclusively determined. A general replacement procedure is currently being planned to replace the ra lead and device, but for now the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information provided from the field indicates this device was explanted for an unknown reason and is no longer in service. No additional adverse patient effects were reported.